Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's native coronary artery. Upon the initial inflation attempt, the balloon ruptured at 2 atm of pressure. Upon withdrawal of the sds from the pt, the stent was observed to be missing. Another balloon catheter was utilized in an unsuccessful attempt to expand the stent. The pt was subsequently sent for coronary artery bypass graft surgery. The surgery was successful. There were no clinical sequelae reported relative to this event.